Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. This complaint is being reported due to the following conclusion: the cable inside the mega needle driver instrument snapped during a da vinci abdominal sacral colpopexy procedure and the suture fell into pelvic floor.

Event description:
It was reported that during a da vinci abdominal sacral colpopexy procedure, the doctor was suturing mesh into the pelvic floor and the cable inside the mega needle driver instrument snapped. The suture fell into pelvic floor when instrument broke. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical, inc. Contacted the initial reporter to obtain additional information regarding this reported complaint. On (B)(6) 2014, customer replied back indicating that the suture was retrieved laparoscopically. No additional surgical procedure and no post-operative test were required to retrieve the suture. The surgeon believes that the cable inside the instrument was weak, causing it to break. There was no allegation of patient harm, adverse outcome or injury reported.